Event description:
On 1/24/97, the MFR's marketing consultant received a fax from the MFR's italian distributor which stated the following: the device catheter was implanted in june 1996. On 11/20/96, during aspiration of the device, the catheter appeared to be obstructed. Thoracic x-ray with contrast medium showed catheter leakage and lesion. As a result, the catheter was removed and a replacement catheter was implanted. No further details were provided.